Event description:
Country of complaint: (B)(6). The thread can not be taken out of the cassette; thread is broken.

Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Us reporting agent notified on (B)(4) 2014. Mfg site eval: cassettes received - 1. There are previous complaints of this code/batch. Thread of the cassettes received is broken inside the cassette. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: na.